Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-05756. It was reported that the pt stopped recharging the ipg as recommended due to receiving ineffective stimulation. In turn, the ipg has become inoperable. Troubleshooting attempts to provide resolution via sjm personnel were unsuccessful. As a result, the pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.